Event description:
It was reported that the remote monitor would not power up. New batteries were installed, and the monitor would not power up. A new monitor to be ordered. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.